Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was received for quality investigation. The photo received is not of an infusion set and does not show the tear in the silicone pumping segment described in the reported complaint. The customers compliant of tubing defective / damaged can not be verified. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd alaris set was damaged. The following information was provided by the initial reporter: rn noticed floor was wet and the alaris pump was leaking. Rn stopped alaris pump and took IV tubing out and observed a tear at the top of the elastic portion of the IV tubing. No harm to patient.